Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) seal was caught in the loading device tube due to defective product, so the loading was not performed normally and the delivery device handle only falling out occurs. The operation was successfully completed by exchanging the product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan-2020 through dec-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) ) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/13/22) the device was returned to the factory for evaluation on 01/24/2022. An investigation was conducted. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use an no evidence of blood was observed. The delivery device was observed outside the loading device with the seal observed in the loading device window. The white plunger of the delivery device was observed not to be depressed. A visual inspection of the device was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal was visible in the loading device window. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no visual defects observed on the seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.